Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint for damage is confirmed, during evaluation of the returned sample it was observed that there was chipping/flaking/delaminating of the light blue mainbody with no leak noted. Surface damage (no detent or occluder fee/leg damage) to the mainbody is cosmetic and does not affect functionality, since the mainbody is external to the fluid path. The assignable cause is undetermined. A batch review showed no related problem during production.

Event description:
A customer reported to baxter (B)(4) that some cracks on the light blue main body. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.